Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of two compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Event description:
This supplemental report is being filed as update from product investigation was received.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Boston scientific received information that this pacemaker device had 1.5 years remaining. Boston scientific technical services (ts) checked the communicator and verified device had increased power consumption. Moreover, analysis from the engineers indicated that the power of this device has been increasing for over a year but was expected to continue to increase. Also, the malfunction appeared to be consistent. This device was explanted. No additional adverse patient effects were reported.